Event description:
It was reported that the handpiece leaked a black liquid from the bottom of the unit during sterilization process. No adverse consequences were associated with this event.

Manufacturer narrative:
The device has not been returned for eval. A follow-up report will be filed when it has been received and the investigation is complete.